Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
New information was received on 2025-11-06 that the bleeding due to the leakage was minimal and therefore no blood transfusion was required. The customer promptly blocked the obstruction after the leak was noticed. The hls set was not replaced during treatment. The small extension tube from the t-junction is available for investigation, all other parts of the set were discarded. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in china during treatment. It was reported that a patient required treatment due to his condition. On 2025-10-02 the venous sampling line had a leakage causing a certain degree of blood loss. New information was received on 2025-11-04 that the patient blood loss was not calculated and there was a small amount of leakage. There was no leakage found during priming procedure. After a few hours of treatment, the leakage occurred in the high-pressure extension t-connector before the membrane and after the pump. The customer reported ¿minor injury to the patient¿ which was clarified by the getinge service and sales unit that this refers to the small amount of blood loss. Therefore, the getinge service and sales unit stated that no serious harm occurred. The hls set was discarded by the customer, only the extension tube of the leaking t-connector was retrieved. No harm to any person has been reported. New information was received on 2025-11-06 that the bleeding due to the leakage was minimal and therefore no blood transfusion was required. The customer promptly blocked the obstruction after the leak was noticed. The hls set was not replaced during treatment. New information was received on 2026-01-23 that the small extension tube from the t-junction was discarded as well. Further it was confirmed by the getinge service and sales unit that the customer did not provide more information about the event, patient data or patient conditions before treatment. As there was a leakage during patient treatment, which causes a small amount of blood loss, a report is required. The affected product was not available for technical investigation, as the product was discarded by the customer. Therefore the exact root cause remains unknown. However, a medical consultation was performed by getinge medical affairs on 2026-01-26 with following conclusion: "according to the customer, the hls set was used for ECMO treatment on (B)(6) 2025, and no leakage was observed during the priming procedure. The leakage occurred after several hours of operation, at the venous sampling luer lock line ¿high pressure extension t connector¿. The customer reported a small amount of blood loss described as a ¿minor injury,¿ no calculated blood loss volume, and no need for transfusion. They additionally stated that the damaged parts were discarded, and only a small extension tube (most likely the 3-way stopcock of the sampling line is meant here) had been briefly retained but was not returned. The customer also confirmed that no further information will be provided. Based on the IFU and known risks of extracorporeal tubing systems, such a leakage carries the potential for blood loss, air entrainment, loss of circuit pressure, and contamination; however, in this case, only minor blood loss occurred and no serious harm was reported. Because the circuit was leak free during priming and the issue developed later during use, plausible causes include progressive mechanical stress on the connector, insufficient tightening of the luer lock, strain from sampling procedures, or a transient overpressure event. A manufacturing defect cannot be ruled out but cannot be investigated in the absence of returned components. Warnings found in the instruction for use in chapter 7.2 "priming the system" and chapter 7.4 "starting perfusion". Overall, in absence of the part return, the most likely contributors remain mechanical stress or suboptimal connector integrity during clinical handling, while the exact root cause cannot be determined." As stated in the instructions for use of the hls set - in chapter preparation and installation ¿perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures.¿ furthermore, it is stated in chapter priming the system ¿check the device for leaks during priming. Do not use the device if there are any leaks.¿ and ¿before priming the set, run water through the heat exchanger of the hls module advanced and check for leaks.¿ according to the instruction for use (IFU, hls set advanced 6.0/7.0, hit set advanced 5.0/7.0) it is stated in chapter ¿safety instructions for centrifugal pump¿ that leaks or scratching noises in the centrifugal pump can be a sign that it is malfunctioning. Malfunctioning can lead to inadequate patient support. Furthermore it is mentioned to always keep a replacement hls set for those situations. In chapter ¿priming the system¿ it is written not to pre-prime the circuit too early as this could lead to leaks and to not use a device if there are any leaks. The production records of the affected product were reviewed on 2026-01-23. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failure "leakage venous sampling line" could be confirmed due to the provided picture evidence. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the chinese market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069076.

Event description:
The event occurred in china during treatment. It was reported that a patient required treatment due to his condition. On (B)(6) 2025 the venous sampling line had a leakage causing a certain degree of blood loss and a minor injury to the patient. New information was received on (B)(6) 2025 that the patient blood loss was not calculated and there was a small amount of leakage. There was no leakage found during priming procedure. After a few hours of treatment, the leakage occurred in the high-pressure extension t-connector before the membrane and after the pump. The customer reported ¿minor injury to the patient¿ which was clarified by the fst that this refers to the small amount of blood loss. Therefore, the fst stated that no serious harm occurred. The hls set was discarded by the customer, only the extension tube of the leaking t-connector was retrieved. No harm to any person has been reported. As there was a leakage during patient treatment, which causes a small amount of blood loss, a report is required. Complaint ID# (B)(4).